Event description:
It was reported that this device delivered inappropriate shock due to oversensing. Physician changed the conditional zone rate cut off to 250 but the reprogramming was unsuccessful. Device was explanted. No additional adverse patient effects. At this time, the product has not been returned. If the product is returned, analysis will performed and this report will be updated at that time.

Event description:
It was reported that this device delivered inappropriate shock due to oversensing. Physician changed the conditional zone rate cut off to 250 but the reprogramming was unsuccessful. Device was explanted. No additional adverse patient effects. At this time, the product has been returned. The results are included in this report.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.